Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from the patient's wife via a manufacturer representative (rep) regarding a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. Information received reported the patient was experiencing overdose symptoms followed by symptoms of withdrawal. The patient's pain doctor said there was nothing wrong with the pump, but did lower the dose 20% and the patient's pain had returned after lowering the dose. There were no environmental, external, or patient factors that may have led or contributed to the issue. There was no reported troubleshooting to have occurred. The dose was decreased as an intervention. The issue was not resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
This event is no longer considered a serious injury. (B)(4). If information is provided in the future, a supplemental report will be issued.